Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k numbers k011028 and k013227.

Event description:
It was reported that the patient experienced periimplantitis, bone loss, and inflammation at the implant site, and the implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The tapered screw vent implant (tsvwb10)) was received, however the product has been misplaced in-house. Upon locating the products, the complaint file will be reopened and updated to the correct status of the products. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot numbers along with the applicable device history records (DHR). The implant was located at dental locations # 11 and were implanted in the patient's mouth for approximately 13 years. The patient was also reported to be a smoker with low density bone, hemorrhage and inflammation. No x-rays were provided by the customer for the reported events (infection, bone loss). A device history review was performed and no related nonconformances were noted. Also, a complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or non conformities identified. Complainant reported peri implantitis. The reported complaint of bone loss and infection could not be verified without x-ray review or additional patient information. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.